Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the device set screw became stripped and it was not possible to tighten to full torque. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The grommet and set screw were missing and the set screw socket was rounded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.